Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of inadequate irrigation occurred. The patient was installed on the table for the procedure and the nurse was preparing the materials. She took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and flushed it with a 20ml syringe. Impossible to flush even if the 3 way was well open. She tried the other way on the 3 way to flush it but it didn't work. She tried to flush directly on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it didn't work. The white valve on the vizigo has been always at the right place and well placed (couldn¿t see the valve on the transparent part so well in place). The event occurred during sterile processing preparation and did not go to the physician¿s hands. The issue was resolved by replacing with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, irrigation test, and a fourier-transformed infrared spectroscopy (ftir) study of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. An irrigation test was performed, a syringe was connected to the stopcock of the device, and irrigation was attempted; however, a blockage of the irrigation feature was detected. A guidewire was introduced inside the hub and a blockage in this area was detected, the hub was cut and an ftir study was performed on the material occluding the irrigation feature and revealed that this material is methacrylate base material, presumably an adhesive. Due to this finding, a supplier manufacturing investigation was required. The supplier manufacturing investigation concluded as follows: it was confirmed that the failure mode involved a blockage of the stopcock tubing. Subsequently, internal corrective actions were taken to further address the occluded luer hub complaints. Therefore, it was concluded that this issue is manufacturing-related. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The instruction for use (IFU) states that ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli¿ and ¿flush and maintain continuous saline¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of inadequate irrigation occurred. The patient was installed on the table for the procedure and the nurse was preparing the materials. She took the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and flushed it with a 20ml syringe. Impossible to flush even if the 3 way was well open. She tried the other way on the 3 way to flush it but it didn't work. She tried to flush directly on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it didn't work. The white valve on the vizigo has been always at the right place and well placed (couldn¿t see the valve on the transparent part so well in place). The event occurred during sterile processing preparation and did not go to the physician¿s hands. The issue was resolved by replacing with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).